Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer claims the alaris pumps are unable to identify between a 1ml and 3ml syringe when a 3ml syringe is placed on the pump module. The customer notes that this has led to infusion errors. In one instance, there was a patient on a low dose of alprostadil (0.01 mcg/kg/min; rate of 0.09 ml/hr) requiring a 3ml syringe in order to infuse such a low rate. There was patient involvement but no harm.